Event description:
The reported event of "hot to the touch" and "slightly burnt "should have been on the cellular adapter and not the transmitter.

Event description:
It was reported that the transmitter was hot to the touch and the transmitter adapter was slightly burnt. The transmitter was replaced. There were no patient consequences.